Manufacturer narrative:
The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. A review of device history record for this lot number confirmed the product was manufactured according to specifications. The cause of the reported burn remains unknown as the event could not be confirmed.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a simplicity procedure, a patient burn occurred. The grounding pad was placed on the left flank on a patient that was prepped with chlorhexidine. A burn appeared as a red area with a 1cm yellow blister where the grounding pad was applied. The burn was dressed with flamazine. There were no performance issues with an abbott devices.